Event description:
Info provided to us states that, while introducing a c-pumy, an artery was perforated. The customer advised this incident occurred as they could not determine which end of the wire guide was the front tip, therefore, it was used incorrectly.

Manufacturer narrative:
Eval: no product was returned; only the lot number was provided to assist in our investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. We can advise this device is inspected 100% for bends, kinks, adequate joint strength, proper flexibility and other surface imperfections, prior to transport.